Event description:
During a laparoscopic splendectomy procedure, the firing button of the linear cutter was very difficult to fire. After firing the release button did not work. The device could not be released from the splenic artery. The device was forcefully opened to remove from the artery. The device did not staple or cut the splenic artery. The procedure was converted to an open procedure with extended o.r. Time.